Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated there was variances in impedances with each check and using the different inss. High impedances were observed on both electrode 3 and contact 11. It was confirmed there were high impedances seen on both rechargeable ins's but not on the primary cell battery. Impedances were within normal range with the new extension. The devices would not be returned as the account still had the device.

Manufacturer narrative:
The main device described is not approved under PMA/510k # h020007 for the described indication: dystonia (product code: mru). Concomitant medical products: product ID: 37612, serial#: (B)(4), product type: implantable neurostimulator. Product ID: 37601, serial#: (B)(4), product type: implantable neurostimulator. Product ID: 3708660, serial#: (B)(4), product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 06-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a battery replacement for normal battery depletion as it was at elective replacement indicator (eri). Impedances were tested pre-op and were all normal. After switching from the pc to the rc, impedances showed out of range on electrode 3, and were still high after re-running them. It was also stated the right side contacts were high on contact 11: over 40k at 3v. The extension was placed back into the pc and electrode 3 was still high, but it was also stated the impedances were all within normal range. Then the extension was placed back into the rc and all contacted on the right side were high. The battery was replaced with a second rc and all electrode impedance values were high. The extensions were placed in opposite ports, but the issue did not resolve. It was noted there was no visible damage on the extension. During the call, impedances were run and showed high values. The ins was disconnected and an external neurostimulator (ens) was connected using alligator clips and the impedances were showing high. It was determined the issue was not with the ins's but either the extension or lead. The patient was scheduled for an extension revision in two weeks. Ultimately, the second new ins had impedances within normal range with the exception of contact 11 - mono and bipolar. No patient symptoms or further information was provided at the time of the report. Refer to manufacturer report 3004209178-2019-23076 for details pertaining to the related reportable event.